Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) ranged between 200-600mg/dl. Reportedly, the customer changed the pump supplies to address bg level and the occlusion alarm issue.